Event description:
It was reported the patient presented with extremely tortuous anatomy. The md inserted the iab through the sheath, while using fluoroscopy. The iab was advanced as far as possible and the md knew it was not in place, because he could not see it via the fluoroscopy. Upon further review the catheter was pumping "in the same leg as the insertion." The iab was removed and another placed successfully. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.